Event description:
Patient has poor bone quality. Patient has peri-implantitis and infection. Patient had pain, swelling, fistula, abcess, inflammation and mobility. Patient had immediate implantation. No buccal bone when extracted.